Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, foreign matter was found in one (1) tube. No adverse impact was reported regarding the patient or user.